Event description:
Ous MDR - after an implant duration of about 77 months oversensing on this lead was reported. No adverse patient side effects were reported. The lead was capped and replaced.

Manufacturer narrative:
The lead was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular product. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing.

Manufacturer narrative:
(B)(6) 2014 - additional analysis information was obtained today. The home monitoring data returned for analysis were inspected. Between (B)(6) 2012, eight ventricular fibrillation episodes were recorded. All these episodes terminated without shock deliveries. The availabe iegms, corresponding to the episode number 3, revealed the presence of noise in the ventricular and far-field channel, confirming the clinical observation. The grafics showing the long term behavior of the pacing threshold, pacing impedance, shock impedance and sensing values did not indicate any peculiarity. All these parameters were stable over time with normal values. Based on the available data, no conclusions can be drawn regarding the root cause of the clinical observation. The review of the quality documents confirmed a regular lead manufacturing. For further insights, an analysis of the lead would be required. The lead was capped and replaced and will not be returned for analysis.